Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported side unspecified rupture confirmed via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, and red particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no openings or issues related to a rupture device were observed and no issues found related with the manufacturing process.

Event description:
Physician reported side unspecified rupture confirmed via MRI. The device has been explanted.